Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons did not always respond first time, bolus not accepted alerts and had damage near the battery cap. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment and pillowing keypad overlay. Test reservoir lock properly inside the reservoir tube. Device passed displacement test and self test. All buttons functioning properly no damage on the keypad assembly. Device passed the keypad voltage test. (B)(4).